Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported she noticed that as she removed the cartridge that insulin leaked out of the pump. Customer called back and reported that her new cartridge leaked insulin inside the pump just like the previous one. Patient discovered the leak by noticing the bottom of the cartridge compartment becoming cloudy. Patient removed the cartridge from the pump and poured out a large amount of insulin from the pump. Customer or daughter did not know where the leak originated from in either incident. No adverse event reported. A request was made for the return of the device.